Event description:
It was reported that, "pt began subluxing the hip joint and eventually it dislocated. After dislocating a few times, a revision surgery was performed."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.